Manufacturer narrative:
(B)(4). Conclusion: the service technician was unable to verify the reported complaint due to the condition of the burnt components could lead to further damage. The service technician replaced the power flex to correct the burnt pins issue.

Event description:
The customer reported that during pre-use, the ventilator does not cycle on ac. While in service, a visual inspection revealed pin 4 of jp4 was burnt. This reportable issue was found during service, so there was no patient involvement.